Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 74-year-old female with acute myocardial infarction and cardiogenic shock, classified as scai shock stage e, underwent placement of an impella cp via right femoral arterial percutaneous access. During support, the device functioned as intended at p-8, delivering 3.6 l/min with d5w sodium bicarbonate utilized in the purge solution. Following transfer to the ICU, the bedside nurse was unable to obtain left lower extremity pulses by doppler, and only a faint popliteal pulse was identified in the right lower extremity; findings were consistent with suspected bilateral limb ischemia, diagnosed based on loss of pulses. At the time, the patient remained hemodynamically unstable requiring high-dose vasopressor support, including epinephrine at 50 mcg/min and norepinephrine at 70 mcg/min. The physician was notified, and management included holding the heparin infusion with plans to restart per protocol. The plan of care included continued monitoring and gradual weaning of vasopressors as tolerated. The device remained in place, and the patient¿s survival outcome and ischemia resolution status were unknown at the time of reporting. A causal relationship between the impella device and the reported ischemic event could not be determined. The reported ischemia may be influenced by patient specific factors such as scai shock e, underlying critical illness, hemodynamic instability, and high dose vasopressor support.

Event description:
Additional information was received that the pulses remained difficult to assess. The family made the patient do-not-resuscitate (dnr) status the same evening that the device was implanted. Once all family was present the next morning, care was withdrawn. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, complicated by society for cardiovascular angiography & interventions (scai) stage e shock, and dependent on high-dose vasopressor support.

Manufacturer narrative:
B1/b2 selections were updated due to additional information received. Date of death was added. B5 additional information was received. D3 added manufacturer fax number as it was omitted from the initial report that was submitted. D6b explant date was added. H1 selection was updated due to additional information received. H6 health effect - impact code f02 was added due to additional information that was received.